Event description:
It was reported that the therapy provided by the device accelerated the patient's heart rate and two inappropriate shocks were delivered. The inappropriate shocks accelerated the heart rate even more and put the patient into ventricular fibrillation (vf). The vf was resolved with another shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.